Event description:
A power source alert 07 was reported by the caller, who was using a third-party wall adapter when the alert occurred. There was no adverse impact to the customer's blood glucose level. Despite trying different wall adapters and charging cables, the issue was not resolved. Technical support decided to replace the pump, and the caller was instructed to use mdi as a backup therapy to ensure insulin delivery. The caller was guided on how to put the pump into storage mode and agreed to return the defective pump using a pre-paid label within 10 days.